Event description:
On (B)(6) 2013 , the lay user/ patient contacted lifescan (lfs) alleging the control solution tested above specifications on his onetouch verio iq meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages his diabetes with insulin. It is not known if the patient made changes to his usual diabetes management routine due to the reported issue; however, based on elevated blood glucose results, the physician increased the patient¿s insulin dose (amount not specified). The patient did not specify developing symptoms or receiving any additional treatment. It is not known if the patient tested his blood glucose on another device. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury and no evidence the patient received medical treatment for an acute complication of diabetes. However, the complaint is being reported since the patient alleged failing control solution test results.